Event description:
The reporter states, that the lancet will not retract into the accu-chek multiclix lancet device after firing. No accidental stick or adverse event reported. The accu-chek customer care service ctr sent new device and requested return of suspect device.